Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2012-00040.this report filed (B)(4), 2012.

Event description:
Patient underwent total hip arthroplasty (B)(6), 2010. Post operative radiographs indicated that the hip was dislocated, and the head was disassociated from the femoral stem. Patient was revised (B)(6), 2010, during which the surgeon was unable to locate the disassociated femoral head component in the patient's wound and a new femoral head was implanted.